Event description:
A malfunction with code 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, which successfully resolved the malfunction without recurrence. The customer was informed to continue using the pump and to contact support if the issue reoccurs.